Event description:
It was reported to baxter that a reservoir of a basal/bolus infusor had ruptured during patient use in the hospital. It is unknown what the infusor was filled with. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Device evaluation: a sample was evaluated by a baxter technician. The reported condition of "reservoir ruptured" was visually confirmed as a pinhole rupture. To address the this incident, awareness training was given to all applicable personnel in documented manufacturing awareness training in 2009. In addition, the issue of reservoir ruptured is being investigated under CAPA.